Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the remaining insulin showing on the pump was 20 units less than what was showing in the cartridge. Reportedly, the reporter was reading the correct o-ring in the cartridge and the cartridge instruction for use was followed correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/25/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged insulin reading issue was not duplicated. Review of black box data did not find any evidence related to the complaint. Using the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence executed without incidences. Cartridge was primed to 165 units and removed from the pump and verified to show 165 units. After reinstalling the cartridge, the rewind/load sequence was repeated and the piston stop at 165 units and the display showed the correct remaining insulin reading. Audio and normal bolus were delivered and the remaining units were shown correctly at each step. Unrelated to the complaint, the display was found to be discolored.